Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device's flow sensor assembly was physically broken, separated between the clear and blue parts causing a leak within the airpath. The device¿s blower and flow sensor assembly were replaced to address the issue. In addition of the above evaluation, the device's handle was cracked and keypad was worn and they were replaced. The device passed the final test.